Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. It was alleged the patient experienced adhesions, recurrence, infection, perforation, pain and injury. While it is alleged that the patient experienced perforation, their is no specific information in the details provided to reinforce or confirm and type of perforation experienced by the patient adhesions and recurrence are listed as known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent implant of a bard/davol composix kugel hernia patch to repair an incisional hernia. On (B)(6) 2015 - the patient presented to the ER with increasing abdominal discomfort over the past month. The patient was admitted to the hospital for evaluation and taken for a CT of the abdomen. Results from the CT showed a lobulated "hourglass-shaped" mass in her subcutaneous tissue extending into her abdomen. Findings were indicative of infected mesh with herniation of small bowel into a recurrent ventral hernia. The patient was also found to be clinically septic, as a result of the infected abdominal mesh. Her condition and the CT finding prompted doctors to schedule immediate surgery to excise the mesh and repair the bowel perforation. The patient underwent an exploratory laparotomy, resection of infected abdominal wall and removal of the infected mesh. Surgeons also had to resect approximately 14cm of the patient's small bowel as a result of adherent mesh, and repaired the recurrent, incarcerated ventral hernia with regenerative tissue matrix. Additionally a wound vac was placed to facilitate continued drainage and healing at the surgical site. On (B)(6) 2015--01/31/2015--patient spent approximately 11 days total in the hospital. Following the emergency surgery the patient suffered hypoxic respiratory failure and was initially managed postoperatively in the ICU. Additionally, a second closure of the wound was performed on (B)(6) 2015. The attorney alleges the patient experienced pain, infected mesh, sepsis, perforation, additional surgery, explant, defective mesh and permanent injury.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional information based on a review of medical records. The medical records indicate the patient experienced infection, adhesions, pain, perforation, abscess and recurrence. While it was reported the patient experienced a perforation, the operative details provided do not include or mention any type of bowel perforation, as it is noted the "small bowel was densely adherent to the mesh," due to this it is unclear whether the patient's bowel was actually perforated prior to the explant procedure. Adhesions and recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." While infection is indicated in the medical records, the source of the infection is unknown as their are no medical records provided between the time of implant of the composix kugel and the date the patient was seen in the ER eleven years post implant. Of note the product identifier for the composix kugel is a best match based on the size description of the composix kugel mesh used in the implant procedure details. With the currently available information no definitive conclusion can be made due to the patient's unknown medical course between implant and explant of the composix kugel mesh as well as the patient's medical history which states "multiple abd surgeries." If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The subject product is part of the composix kugel recall.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - this is a patient who presented status postop abd incision for prior gynecologic surgery. The patient noticed increasing bulge and distention. The patient underwent an incisional herniorrhaphy with placement of a composix kugel mesh. Per op details multiple adhesions were taken down in order to place a 14x18cm composix kugel patch which was sewn in place with vicryl. On (B)(6) 2015 - the patient presented to the ER with increasing abdominal discomfort over the past month. The patient was admitted to the hospital for evaluation and taken for a CT of the abdomen. Results from the CT showed a "lobulated hourglass-shaped gas and fluid collection deep to the area of failed mesh repair of the umbilical hernia and extending into the subcu fat with extensive surrounding inflammatory stranding, which most likely represents an abscess cavity." The patient was diagnosed with an infected mesh eroding into an abscess. The patient underwent exploratory laparotomy, resection of infected abdominal wall and removal of infected composix kugel mesh, resection of small bowel with primary anastomosis, repair of recurrent, incarcerated ventral hernia with implant of a non-bard davol mesh followed by wound vac placement. Per the operative details "we encountered a great deal of bowel adhesions to the mesh which appeared grossly infected and we also encountered a foul-smelling abscess cavity on entrance into the subcu tissue. 8cm portion of small bowel that was densely adherent to the mesh and this was taken in block with the mesh with a bowel resection of approximately 14cm total. We then directed our attention to excising the remaining portion of the mesh which was adherent to the abd wall. This was dissected out circumferentially and removed." On (B)(6) 2015 - the patient underwent a secondary abdominal skin closure procedure. No operative details provided for this procedure. Between (B)(6) 2015- based on the hospital discharge summary. Following the abdominal skin closure procedure, the patient became hypoxic and was intubated for 24 hours in the ICU. The patient continued to improve, increasing by mouth intake and meeting her postoperative milestones. The patient was ultimately discharged with homes health services on (B)(6) 2015.